Manufacturer narrative:
Code a (a090806) was updated.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2023 the patient had the below results: meter result: 3.8 inr at 3:57 p.m., meter result: 2.4 inr at 4:04 p.m., meter result: 2.8 inr at 4:08 p.m. A new finger was used for each test. The patient's therapeutic range was 2.5-3.5 inr and the interval of testing is once per week.